Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient developed an arrhythmia. An x-ray was performed and the physician alleged the lead was fractured due to an acute bend seen in lead. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.